Event description:
It was reported the deflectable videoscope had poor color tone and screen turned green. The issue occurred during inspection for use for an unspecified procedure. The therapeutic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the screen turned green. The event can be detected by following the instructions for use (IFU): chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system" olympus will continue to monitor field performance for this device.